Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was cracked. This was discovered before use. The following information was provided by the initial reporter: material no. 309657 batch no. 8235730. It was reported the syringe was cracked on the side between the 1/2 and 1 units. This report represents all available product information. No additional information is available. 1.description of issue: contact reported a cracked syringe on the side between the 1/2 and 1 units. Contact could not further elaborate. 2.number of occurrences: 1 3.did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4.item number: 3 ml syringe ¿ 309657 5.product lot number: 8235730 6.for bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? 7.did issue cause any injury? If yes, what type of injury? No 8.medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No 9.resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, therefore we were unable to fully investigate this incident. Additionally, the results obtained from the tests performed on the retention samples show satisfactory results, so the defect that the client reports was not present. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Corrective and preventative action was opened to investigate.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was cracked. This was discovered before use. The following information was provided by the initial reporter: material no. 309657, batch no. 8235730. It was reported the syringe was cracked on the side between the 1/2 and 1 units. This report represents all available product information. No additional information is available. Description of issue: contact reported a cracked syringe on the side between the 1/2 and 1 units. Contact could not further elaborate. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe ¿ 309657. Product lot number: 8235730. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required.